Event description:
The company was informed that the pt's electrode array was placed in the middle ear. The middle ear was contaminated therefor, the pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.